Event description:
Information received indicates the head section will not articulate down.

Manufacturer narrative:
The technician found the head section gas spring was bent and would not allow the head section to go down. The technician replaced the gas spring to repair the stretcher.